Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA, stating that the device required service due to damaged bearings. It is unk if the event occurred during surgery, it is unk if there was pt or user injuries, surgical delay or medical intervention reported related to this occurrence. The date of the event is unk. No add'l info available.